Event description:
This is a philips replacement dreamstation device. I have used it three nights. Each day after using, I have seen tiny particles floating in the water in the humidifier tray. I had washed and dried that tray before using it with this "decertified" device. FDA safety report ID# (B)(4).